Event description:
Pt pulled catheter out and catheter broke. Approx 5 3/4" of catheter tubing still inside pt. Rptr states most likely the balloon has deflated and the tubing is still inside. The bedding was thoroughly searched. Directions for use were properly followed. Pt confused. Device has been saved. So far no adverse effect on the pt.